Manufacturer narrative:
On (B)(6) 2017, per further review the reported event of a docking issue was unlikely to cause serious harm. The MDR for this issue was inadvertently filed, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
A medtronic representative walked the site through re-homing the system. After this, the system was able to successfully dock after re-homing. The system's logs were sent to the manufacturer for further analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the gantry was not docking. This was reported outside of surgery, no patient was present.